Event description:
It was reported the patient presented to a new health care professional. The patient indicated that they had experienced a change in therapy effect and their "pump was not working". Troubleshooting was being considered. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter: model# 8709, lot# j11585r14, implanted: (B)(6) 2003, explanted: unknown.